Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the system error 105, which was observed at power up. System error 105 was confirmed through a review of the event history log. It was observed that the motor flex was not fully seated/secured into the input/output board. This can cause multiple motor related errors. The flex was reseated and the device functioned as expected.

Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no patient involvement.